Event description:
The patient reported having muscle spasms and pain radiating into her neck since she had the pacemaker replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.